Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 11/19/2021. H6 component code: g07002 no device problem found. H3 investigational narrative: three packets of product code ep8610 were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the tensile strength result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested and the following was obtained: when the surgeon started to do an anastomosis after a few stitches, the thread broke, they took another thread from another box of the same series, it broke in the hands with a slight stretch. There were devices involved from different boxes with the product code ep8610 and the batch number pgj923. (B)(6) 2021 arteriovenous fistula formation and femoral-popliteal bypass surgery, at the stage of anastomosis formation. Product sent to the moscow office on (B)(6) 2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the 5 sutures break while forming the knot during this single procedure? If other, please specify. It was mentioned that "the threads are taken from different boxes". Were all involved devices from boxes with product code ep8610 and lot number pgj923? If other, please specify product code, lot and quantity. Procedure name and date? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2021-09088, 2210968-2021-09089, 2210968-2021-09090 and 2210968-2021-09092.

Event description:
It was reported that a patient underwent an unknown procedure in 2021 and suture was used. During the procedure, the suture broke during knotting. There were no patient consequences reported. Additional information was requested.